Event description:
The customer reported that the system exhibited a loss of communication and locked up. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The mainframe power supply was evaluated and replaced. The generator interface pcb coin battery was also replaced during the service event. The system was tested and found to be working as intended and returned to service.